Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the proximal and middle part of the left anterior descending (lad) artery. A guiding catheter was inserted into the left coronary artery and was advanced through the lad and diagonal branch with the help of a guide wire. Following insertion and pre-dilatation with a balloon, a 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment. However, upon advancing, it was noted that the delivery shaft of the device was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 874mm distal to the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the proximal and middle part of the left anterior descending (lad) artery. A guiding catheter was inserted into the left coronary artery and was advanced through the lad and diagonal branch with the help of a guide wire. Following insertion and pre-dilatation with a balloon, a 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment. However, upon advancing, it was noted that the delivery shaft of the device was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.